Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact speed reducer device silver cuff rotated from trepan, the device stopped working and the protection cover for drive shaft was missing. During service and evaluation, it was observed that the device had a gap between the housing and adapter, the input drive shaft ends were worn, the gear box reducer pin was worn and the adapter came apart from the housing due to loctite failure. The investigator also confirmed that the coupling tool side was damaged, the device would not rotate and there was a missing the component (protective cover). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.